Event description:
Per the clinic, the patient experienced recurrent skin infection at the device site (specifc date not reported). Additional information has been requested but has not been made available as of the date of this report.